Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (australia) suffered a fall and has experienced a discharge from the ipg site. Exploration of the ipg pocket was conducted and cultures were taken. Stimulation has not been impacted; however, surgical intervention will be undertaken at a later date as the pt's ipg is said to be in an awkward position.